Event description:
It was reported that during a lap nephrectomy procedure that the device stopped working. The customer could not advise what error code come up. The case was completed with another device of the same product code. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were rec'd. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.